Event description:
On (B)(6) 2025, the following information received via clinical records from the nurse was reviewed: upon removal of the v.a.c.® dressing the wound began squirting blood. Immediately, firm pressure was applied, and the right foot was elevated. After 10 minutes, bleeding did not subside. The triage nurse advised to call emergency services. Ems arrived and they were also unable to stop the bleeding. The patient was transported to the hospital. No additional information was provided. The v.a.c.® dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged bleeding event is related to the v.a.c.® dressing. Multiple unsuccessful attempts have been made to obtain additional clinical information. A device evaluation and a device history record review could not be performed. Device labeling, available in print and online, states: contraindications do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.